Manufacturer narrative:
Routine retention testing was performed. Test strip retention samples passed the internal inspection. The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is lay user/patient.

Event description:
There was an allegation of a questionable inr result for one patient with coagucheck xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2021 the result from the laboratory at 06:30 am was 2.8 inr. The result from the meter at 08:30 am was 4.1 inr. On (B)(6) 2021 the result from the laboratory at 06:30 am was 2.9 inr. The result from the meter at 08:30 am was 4.2 inr. The therapeutic range is 2.5 to 3.0 inr.